Event description:
Patient was revised to address infection. Osteolysis was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address infection. Osteolysis was also reported. Doi 1998 - dor (B)(6) 2012 the devices associated with this report were not returned. A complaint database search finds no other infection related incidents against the provided product and lot combinations since their release for distribution. Lot information was not provided for the associated sleeve component. Additionally, the product code for the acetabular cup is now obsolete. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.